Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. The analyzer's serial number is (B)(6). The calibration was acceptable. The sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii auto confirm results for 1 patient sample on a cobas e 801 analytical unit. The sample was invalid with the elecsys hbsag ii auto confirm. It was alleged that the sample's elecsys hbsag ii results were repeatedly reactive. The sample's elecsys hbsag ii results were 0.97 coi, 1.03 coi, and 0.47 coi. The hbsag confirmation test is used to verify the hbsag results.